Event description:
It was reported to boston scientific corporation that during a prolapse repair procedure using an uphold vaginal support system, the physician encountered difficulty placing the first leg assembly through tissue. When the capio device was inspected, the physician noticed that the carrier was bent, preventing the placement of this leg assembly from occurring. When the physician attempted to manually straighten the bent carrier outside the patient, the carrier detached from the capio device. The physician completed the procedure with another uphold vaginal support system. There were no complications to the patient, who is over 18 years of age and was stable at the conclusion of the procedure.

Manufacturer narrative:
(B)(6)